Event description:
Same case as 2134265-2014-08076, 2134265-2014-08087. It was reported that thrombus formation and automatic pullback failure occurred. The patient was given the normal dose of heparin before the procedure. An opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a galaxy intravascular ultrasound system sled. Following ivus imaging of the whole vessel, no flow was noted with thick thrombus formed in the target vessel. Automatic pullback stopped. The physician was unable to proceed with automatic pull back and was able to do manual pullback. The connection of the motor drive was loose. The procedure was completed with this device. The patient's current status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).